Manufacturer narrative:
A manufacturing evaluation was completed: the evaluation has shown that the plate is broken at one cut-in of hole variable angle (va) 3 and at one cut-in of hole va4. The plate is deformed and bent between the broken holes. The thread flanks at both broken va (variable angle) holes are in unused condition which indicates that they were not occupied with a screw or a wire. The relevant dimensions of the plate were as far as possible checked and found to be in compliance with the technical drawings and specification. The position of the broken va holes could not be verified due to the breakage and deformation of the plate. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with specifications and with the international standards for stainless steel. No product fault could be detected. The lot in question was manufactured in march 2016. Based on the provided information we are not able to determine the exact cause of this breakage. It is likely that any occurrence during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors, did lead to a fatigue failure of the plate. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight is not available for reporting. Additional device product codes are hrs and hwc. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the patient underwent revision surgery on (B)(6) 2016 due to a broken left, 8-hole variable angle condylar locking compression plate (va-lcp). The broken plate was removed and it was noted that it did not break at an occupied screw hole. The patient was revised with an unknown 10-hole titanium plate and cerclage wires. It was reported that the patient has recovered from the revision surgery. The patient was initially implanted on (B)(6) 2016 with the complained 8-hole, va-lcp, an unknown quantity of unknown screws, and an unknown quantity of unknown cerclage wires. These implants were used to treat a periprosthetic fracture of the distal femur. On (B)(6) 2016, the broken plate was discovered by x-ray. The patient reportedly did not experience symptoms of pain. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the plate was implanted to treat a periprosthetic fracture. The patient's knee implant was reportedly not a synthes device.